Event description:
It was observed that during the device evaluation, a residual fluid and foreign material came out of the auxiliary water channel of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube had wrinkles, the up/down knob tension was out of specification due to the worn angle-wire, an angulation malfunction in the up direction due to the worn angle-wire, distal sheath adhesive was cracked, there was a water supply issue due to the auxiliary jet channel unit clogging, the connecting tube had wrinkles, the universal code had wrinkles, light guide lens was discolored, switch 1 was broken, scope cover was corroded, forceps channel was corroded, the image had white spots due to the defective charged coupled device unit, the light was irregular due to the light guide lens discoloration, there was water proof failure due to the connection tube bending and the broken channel tube, the light guide connector was corroded due to water leak, the control section was corroded due to water leak, the grip section was corroded due to a water leak, and the distal end's insulation resistance value was out of specification due to chips in the probe cover. There was waterproof failure due to the connection tube bending and waterproof failure due to the broken channel tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Correction on fields: d5, e1 (reporter name and address should remain blank/establishment name updated), e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material in the auxiliary water channel, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.